Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to door not fully latched messages which was not reproduced during evaluation. The door latches close, but with excessive force being required to close door. The unit was reworked.

Event description:
It was reported that a spectrum pump door won't latch consistently. It was also reported there was no patient involvement.